Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. Philips field service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing. Following the repair, the device was placed back into service. The touch screen can be used to make adjustments to the settings, and the device was completely functional.

Manufacturer narrative:
The customer reported that the issue occurred outside of use and is not likely to cause death or serious injury. Therefore, this complaint no longer meets reportability requirements. The front bezel was returned for analysis. Failure investigation is not required. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a defective navigation ring. The device was not in clinical use at the time of the event. There was no report of patient or user harm.